Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high and low blood glucose levels. The customer's blood glucose level at the time of incident was 402mg/dl. The customer's most current level was 308mg/dl. The customer's blood glucose level at the time of no delivery was 40mg/dl. The customer states they called the paramedics for low blood glucose levels. The customer's blood glucose level at the time of paramedic contact was 36mg/dl. The customer states they declined to be taken to the hospital. The customer states their device may have been exposed to an MRI. Troubleshoot was conducted. The device was found to be operating as designed. The customer was advised to conduct complete set and reservoir change. The customer was advised to contact their healthcare provider, and call back if issues persist.